Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary procedure, right tka. It was reported that after locking the insert into the baseplate, surgeon detected micro-motion of the insert. The insert was removed and another insert (same catalog number, different lot) was locked into the baseplate and the surgeon again detected micro-motion. The surgeon confirmed the inserts were firmly locked into the baseplate. Surgeon decided to leave the second insert in the patient. Surgery was completed with an approximate 5 minute delay without use of tourniquet.